Event description:
The patient experienced pain at the lead-extension connection area. Impedances on electrodes 8-15 were greater than 4000 ohms, indicated open circuits. The other side of the lead still delivered stimulation therapy. The device was reported and the patient was able to get good stimulation using the functional electrodes. The patient was doing fine afterward.

Manufacturer narrative:
.